Manufacturer narrative:
(B)(4).

Event description:
It was reported by a MFR territory manager that on (B)(6) 2011 the fiber cap detached while inside of the pt at 36,143 joules. Per the MFR territory manager, the fiber cap was retrieved by using a grasper. Add'l info reported by the MFR territory mgr was during set-up an aim test was performed and the beam was visible. During the procedure, the beam came out of the fiber tip after the fiber cap broke. Observations that led up to the incident was that it seemed that at 100 watts the fiber tip started to heat up and turn white. No error codes appeared on the console before or after the fiber tip broke. The procedure was cancelled. The user did not experience any injuries as a result from use of the system. The incident did not cause any issues with the pt.